Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension vista 500 instrument for seven patients. The discordant results were reported to the physician(s). The customer repeated the samples on an alternate instrument and those results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
The siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and analyzed the instrument process error log. The tsc determined that the cause of the discordant sodium, potassium and chloride results was due to a clot in the integrated multisensor technology (imt) system, that impacted the imt dilution on patient samples. The tsc instructed the customer to perform calibrations and run qc in order to flush the clot from the imt system. The instrument is performing within specifications. Further evaluation of the device is not required.